Manufacturer narrative:
Product event summary: analysis found the battery contacts were contaminated. Analysis also found the bail attachments were bent and the ring attachment was missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the manufacturer for preventive maintenance, analyzed and tested out of specification. There was no patient involvement.